Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 21-jun-2021 section h-3: device evaluated by manufacturer: yes device evaluation: the product returned consists in packaging components (folding carton, implant ID, patient notification and labels) and a plastic container. Visual evaluation was performed, and the following were the findings: only the iol returned and it was inside a plastic container. The optic of the lens was cut and part of one (1) of the haptic is detached. Complaint issue reported was not verified. However, the condition in which the sample was returned is consistent with a product that was handled and prepared for a surgical process. Production deficiency can¿t be determined. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the product investigation was inadvertently not included in the initial emdr report; therefore, the product investigation information has been captured in this supplemental report. The following field was corrected accordingly: section h3: device evaluated by manufacturer: yes additional information: device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: patient weight: unknown as information was not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) haptic was stuck in the injector as the lens was being inserted into the patient's ocular sinister (left eye) and the haptic tore from the lens; there was patient contact with the product. The surgeon enlarged the wound, removed the lens and, sutures were placed. Through follow-up, additional information was received confirming no serious patient injury and no unplanned vitrectomy. The procedure was successfully completed using back-up lens with the same model and diopter size. No further information is available.